Event description:
It was reported to gems that all four screws that keep the collimator mounting ring in place were loose. There was a high risk that the collimator could have fallen down. The system was repaired and returned to service.